Event description:
During the preparation of the echelon, a hole was found in the middle of the catheter body as it was being flushed. No patient injury was reported as the device was not used inside the patient.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).